Manufacturer narrative:
Na

Event description:
It was reported by the field service technician that during bench testing, the turbine stopped spinning. The ventilator was not on a pt when the reported problem occurred.